Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "to avoid the possibility of drain damage or breakage, please follow these steps: a. Avoid suturing through drains. B. Drains should lie flat and in line with the skin exit areas. C. Particular care should be taken to avoid any obstacles to the drain exit path. D. Drains should be checked for free motion during closure to minimize the possibility of breakage. E. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. F. Surgical removal may be necessary if drain is difficult to remove or breaks." 1069 = "l" 2687, 2348 = "nl" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain broke off in the patient during removal and additional surgery was required to remove the broken piece. It was alleged that the physician was unable to obtain the broken piece of the drain because the piece was wedged in the patient's knee.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "to avoid the possibility of drain damage or breakage, please follow these steps: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device discarded.

Event description:
It was reported that the drain broke off in the patient during removal and additional surgery was required to remove the broken piece. It was alleged that the physician was unable to obtain the broken piece of the drain because the piece was wedged in the patient's knee. Allegedly, the drain broke during a left total knee replacement. No problems were noted when placing the wound drain and no perforations were made in the drain. No difficulty was noted when pulling the trocar through and no pinching or binding was noted after placement of the wound drain. The wound drain was placed on (B)(6) 2015 and removed on (B)(6) 2015 with no resistance. Allegedly an x-ray was done in (B)(6) 2015 which showed a piece of the drain inside the patient. The patient allegedly did need an additional surgery to remove the drain.